Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 470 mg/dl and 685 mg/dl. It was found that cannula was bent. Caller declined troubleshooting for high blood glucose and bent cannula.